Manufacturer narrative:
Patient weight is unknown. Date of post-operative non-union is unknown. This report is for one (1) unknown 34mm interlocking screw. Without a valid part and lot number, the UDI is not available. The original implant procedure was performed on an unknown date approximately three (3) months ago. Per facility, the complainant parts have been discarded and are no longer available for evaluation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a tibia nail hardware removal procedure on (B)(6) 2016 due to non-union. Approximately three (3) months prior, the patient was implanted with a 345 x 11mm tibial nail and two (2) interlocking screws (one 32mm and one 34mm) to treat a tibia fracture. During the revision, all of the original hardware was removed intact. The patient was then revised to a larger nail (330x13mm) and larger screws (36mm and 38mm). The procedure was completed successfully with no reports of surgical delay. The patient's post-operative status was reported as stable. No additional information was available. This report is for one (1) unknown 34mm interlocking screw. This report is 3 of 3 for (B)(4).